Event description:
It was reported that an increased impedance and capture threshold were observed. The lead was explanted with no apparent intraprocedural complication.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
A partial lead with the lead tip measuring 50.7cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal.

Event description:
It was reported during a normal generator change out, increased lead impedance was observed. The lead was explanted and replaced. No adverse consequences were detected.